Event description:
It was reported by the clinician that they were attempting a popliteal block on a (B) (6) female patient. During placement of the catheter, they experienced difficulty while attempting to remove the spring wire guide (swg). Several attempts were made to remove the swg. The physician cut the swg and was able to remove it without incident. No surgical intervention was required. Another kit was opened and the procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.